Event description:
It was reported that the patient had withdrawal symptoms of stiffness-"could not move"; headaches; nausea; and vomiting 6-7 times/minute until recently. The patient also had an increase in spasticity, increased pain and pruritus. The patient heard critical alarms that sounded every hour. The patient was admitted to the hospital. The patient responded well to oral medications. The pump was replaced; the catheter was not replaced because of good cerebral spinal fluid flow. The patient recovered without sequels. The device system was used to deliver lioresal.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.